Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the laparoscopic colectomy, the endoscopic image became dark for a moment and the monitor displaying the endoscopic image went on and off repeatedly. The user rebooted the video system center, then this phenomenon was resolved. The user continued to use the device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc tried to reproduce the reported malfunction by applying physical stress, but the malfunction didn¿t appear during the evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is likely that the reported event caused due to temporary foreign materials adhering to the electrical contacts of the video connector, resulting in poor system contact.